Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained that the lancet of his coaguchek softclix lancet device did not retract after firing. At times, the lancet would protrude from the end cap of the device and not retract back inside. No adverse event occurred. Neither the lancet device lot number or the lancets lot number were provided. The lancet device was returned along with 3 unused lancets. The customer's allegation could not be reproduced at the investigation site. The lancet device was tested with the returned lancets at 11 different depth settings. For each setting, the needle correctly produced a puncture hole, correctly retracted and was ejected correctly from the device. The lancet device could be primed and released with no problems. The lancets fit correctly into the lancet holder and were not loose. The lancet device was disassembled for investigation and no abnormalities were observed. The lancets were also investigated with a microscope and no abnormalities were observed. The customer's material meets the specification. The investigation was unable to find a definitive root cause for this event.